Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, and urinary problems. It was reported that patient underwent abdominal and pelvic exploration, excision of mesenteric cyst, incidental appendectomy, excision of polypoid granulomatous nodules of cecum and rso on (B)(6) 2002 due to crescendo pelvic pain, expanding cystic structure of pelvis and left adnexal area. It was reported that patient underwent excision of vulvar polyp on (B)(6) 2004 due to vulva polyp. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted, concurrently with cystoscopy due to sui. No additional information was provided.